Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-may-15. It was reported that to resolve the power on reset (por) and the intermittent pulsing sensation issues, a manufacturer representative (rep) successfully walked the patient through steps to reset the device. The patient also reported that the cause of the por and the intermittent pulsing stimulation issue was not determined. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for failed back surgery syndrome. It was reported that there was a confirmed warning power-on-rest (por) message on the patient¿s implantable neurostimulator (ins). The patient was checking the ins therapy at the time when the por message was seen yesterday. There were no falls or trauma reported associated with the issue. Also, there was no overdischarge related to the por. The patient was able to clear the por and turn the stimulation on and off. The ins was currently at ¾ charged. It was noted that troubleshooting resolved the por issue. The patient also reported that last night they tried to recharge and since they felt a ¿pulsing¿ from the stimulation intermittently which was uncomfortable. They could not turn the stimulation off. The patient was re-directed to their healthcare professional (hcp) to interrogate the device. There were no further complications reported or anticipated.